Event description:
It was reported that the ilet stopped insulin dosing when the connected continuous glucose monitor (cgm) was not functioning with a reported blood glucose of 298 mg/dl, the user did not recognize dosing had stopped, blood glucose rose during the gap in insulin delivery, and a new libre 3 plus sensor was later connected, after which correction doses were administered and ilet resumed control; the event aligns with an improper or incorrect procedure or method and does not implicate a specific device component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation of this case revealed no device problem, with a usage problem identified consistent with failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.